Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose of 40 (mg/dl) was recorded by continuous glucose monitor (cgm) data on (B)(6)/2018. Cgm alert 3 (cgm glucose reading below user¿s threshold) and cgm alert 1 (cgm low alert) were annunciated. Prior to the low bg, the user delivered a 2.26 unit bolus for a bg of 191 mg/dl while still having insulin on board. Low blood glucose of 40 (mg/dl) was recorded by continuous glucose monitor (cgm) data on (B)(6)/2018. The cgm was not connected for four hours prior to the low bg. After reconnecting to the cgm, a cgm alert 3 occurred informing the patient the bg reading was below their threshold. The user then delivered a 0.43 unit bolus while still having insulin on board. Cgm alert 1 (cgm low alert) was then annunciated approximately 20 minutes later. Making bolus requests and still having insulin on board could lead to a low bg event. It is possible the user overcorrected. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Juice was consumed to treat the low bg level. Recommendation was made to consult with health care provider regarding diabetes management.